Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) #s: h6.

Event description:
MDR: it was reported that the patient experienced charging difficulties with their implantable pulse generator (ipg). The patient was educated on charging techniques on several occasions, but the charging difficulties persisted. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected. The patient underwent a spinal cord stimulation (scs) system explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had leads explanted as lead serial number: 7085365 had migrated.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105437. Product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7085365.

Event description:
It was reported that the patient experienced charging difficulties with their implantable pulse generator (ipg). The patient was educated on charging techniques on several occasions, but the charging difficulties persisted. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected. The patient underwent a spinal cord stimulation (scs) system explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient had leads explanted as lead serial number: (B)(6) had migrated.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: unk, upn: unk, model: unk, serial: unk, batch: unk.

Event description:
It was reported that the patient experienced charging difficulties with their implantable pulse generator (ipg). The patient was educated on charging techniques on several occasions, but the charging difficulties persisted. Analysis of the patient's database revealed no anomalies and that the ipg was working as expected. The patient underwent a spinal cord stimulation (scs) system explant procedure. No further information has been obtained despite good faith efforts.